Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2010 and performed to specification up to the 28th december 2014. Between the 4th-7th january 2015 the device failed multiple self-tests due to a low battery. A further pad-pak was installed on the 11th january 2015 and the device performed as expected up to the 8th february 2015. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between 14th february 2015 and the final history log on the 6th march 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.